Manufacturer narrative:
Complaint sample was evaluated and the reported event was unable to be confirmed. Inspection of the returned device revealed the lip of the liner shows deformation. The top view of anti-rotation slot does not show any signs of misalignment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products- zimmer tm reverse poly liner catalog#: 00434904003 lot#: 63600125, zimmer tm humeral stem catalog#: 00434901013 lot#: 63642081, zimmer tm reverse humeral spacer catalog#: 00434903909 lot#: 63615205. . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04630, 0001822565-2017-04633, 0001822565-2017-04632, 0001822565-2017-04630.

Event description:
It was reported that during a reverse total shoulder arthroplasty the polyethylene liner would not seat into the spacer after impacting it multiple times. Attempts have been made and additional information on the reported event is unavailable at this time.